Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a combiset blood line ripped open right before the blood the rotor and caused a blood leak. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.